Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, the stapler with reload cannot be completely fired - they cannot completely push the firing black button that stopped at the mid way even push it hardly. The same happened when they were using another 2 reloads those two reloads were difficult to load at the beginning but finally fixed and can be loaded on the stapler. After resecting the colon, it was found that the staple lines were not good and have some staples came out. The staple line was resected and restapled. Another stapler was used to complete the case.